Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device displays a red cross and beeps regularly. The customer was referred to specialist dealer, multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was referred to specialist dealer to resolve the issue however no details available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.